Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 41 mg/dl. Patient's other blood glucose value: 157 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Sensor updating was also reported. The customer was treated with carbohydrate. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device was programmed with multiple bolus and basal profiles and monitored. All bolus and basal profiles delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.